Event description:
It was reported compatibility guidelines were requested for an MRI. It was stated the implantable neurostimulator (ins) removed and the lead/extension was still in the patient¿s body. No additional information was known at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_ptm_prog. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).